Manufacturer narrative:
The reported condition has been confirmed and attributed to material degradation over time. The material degradation caused the instrument knob to break; thus the shaft separated from the instrument. The knob material has been changed in order to prevent this reported condition.

Event description:
The product was used during an unspecified procedure. Reportedly, the instrument misfired. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.